Event description:
During routine testing, the user noted that at settings over 100 j, the output was low. There was no pt involvement. The printed circuit board was returned for repair, but the complete device was not made available for examination. Examination revealed a broken lead on capacitors c20 and c22 on assembly 590263. Damage of this nature can only result from a significant impact to the device. However, without the complete device to examine, this can not be confirmed. This is an unusual event, but is the second recent occurrence from the same reporter. The event is not occurring more frequently or with greater severity than is usual for the device.